Event description:
It was reported that at 231,266 joules while using the surgical fiber during a prostate procedure, a piece of the fiber broke off inside of the patient and was retrieved. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no patient injury reported.